Event description:
Patient was receiving 46 hour infusion fluorouracil. Patient presented to office and reported that her arm was wet. On inspection, white crystalized fluorouracil was noted on pt's arm. It was noted that the IV tubing was leaking at the air filter. She was disconnected from the infusion and attempts were made to flush her passport. Passport flushed with great difficulty and it was not possible to obtain a blood return from port. Infusion pump did not alarm to indicate a problem. Patient was sent to interventional radiology dept for assessment of passport.